Manufacturer narrative:
D10 concomitant product: (B)(6) ce 8.0mm endotrach tube cufd x10 (lot#2301941fed) this product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient's spo2 was about 70% after intubation and increased slowly, inspection found that the endotracheal tube's cuff leaked air. The tube was replaced with a similar size, then the patient's spo2 increased slowly, but discovered cuff leakage. The tube was replaced again with a different size and the patient's spo2 increased by 90%. It was stated that when size 8 tubes were put into the water for monitoring, the leakage locations were relatively close.